Event description:
Patient was implanted with the synchromed pump and catheter on 03/16/1995 for the treatment of intractable spasticity due to spinal cord injury/spinal cord disease. The pump and catheter were returned for analysis after explantation due to infection/sepsis. Follow-up calls to the healthcare professional have not been returned.